Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp was evaluated by the facility's biomedical engineering department. The biomed advised that both iabps in question had the mains switches turned off resulting in the batteries not charging. The iabps have since been cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) ) was connected to multiple wall outlets but would only run on battery although plugged in. Once the battery was in use the iabp shut off. A second iabp was connected, however the same problem occurred. The nurse had the charge nurse call getinge¿s 800 number, but was asked to leave message. It is unclear which number was called. Bio-med personnel was then contacted to troubleshoot and a 2nd iabp battery was used and the iabp shut off as well. The nurse manually inflated and deflated the membrane while waiting for the biomed to arrive. Biomed arrived and found main switch in the off position, and once the switch was turned to on, the pump was able to power up. Both pumps were found with the switch in the off position. There was no adverse event reported and no patient harm or serious injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. In addition, three (3) good faith efforts were made to obtain the serial number of the involved unit. However, despite our best efforts, this information has not been provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) ) was connected to multiple wall outlets but would only run on battery although plugged in. Once the battery was in use the iabp shut off. A second iabp was connected, however the same problem occurred. The nurse had the charge nurse call getinge¿s 800 number, but was asked to leave message. It is unclear which number was called. Bio-med personnel was then contacted to troubleshoot and a 2nd iabp battery was used and the iabp shut off as well. The nurse manually inflated and deflated the membrane while waiting for the biomed to arrive. Biomed arrived and found main switch in the off position, and once the switch was turn to on, the pump was able to power up. Both pumps were found with the switch in the off position. There was no adverse event reported and no patient harm or serious injury was reported.